Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device experienced an unexpected loss of power during an event with a patient. There was no report of patient harm associated with the reported event. Physio-control contacted the customer to request additional information on the patient. No response has yet been received from the customer.

Event description:
The customer contacted physio-control to report that their device experienced an unexpected loss of power during an event with a patient. There was no report of patient harm associated with the reported event. Physio-control contacted the customer to request additional information on the patient. No response has yet been received from the customer.

Manufacturer narrative:
The stryker field service representative (fsr) evaluated the device and was unable to duplicate the reported issue during performance and functional testing. A stryker customer quality engineer reviewed the downloaded electronic device records and verified that an unexpected device shutdown occurred during patient care. Root cause is unable to be determined. The device passed functional and performance testing and was returned to the customer. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.